Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 488 mg/dl. The customer received insulin flow block alarm. He customer stated that the insulin exit tubing. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit but insulin pump again alarmed insulin flow block. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will continue to use the device. Frn-unk-rsvr, unomed inf set.